Event description:
Pt had augmentation using the device under the muscle. The pt has had chest wall tenderness especially on the right side for a number of years. She has had mild fatigue, dry eyes, dry mouth, myalgias and raynaud's since implantation. She has a capsular contracture on the left. Because of chest wall pain and systemic symptoms that may be associated with the breast implants, it is medically necessary to remove these implants. A total capsulectomy is medically necessary because the capsule contains silicone, to which the pt may be reacting.